Event description:
Patient was implanted with ti sternal locking angled plate and screw construct on (B)(6) 2012. It was reported that one of the screws had backed out and became loose in the open wound. At the rehab center, while removing the dressing from the wound, the screw was also removed (date unknown). At this time, the surgeon evaluated the patient and decided to remove the hardware due to infection in the soft tissue. Patient was returned to the or on (B)(6) 2012 for an open heart surgery to remove all hardware. The patient was not revised with any additional hardware. The surgeon is waiting for the infection to be treated before revising the patient with hardware if needed. Reportedly the patient is healing. This is 10 of 11 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.